Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the clip was removed. The handle was cycled to load a clip; the pusher bar did not load the clip. The condition of the instrument precludes further functional evaluation. It was reported that the clips closed in a crossed manner. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: buckled pusher bar. Visual examination noted that a unformed clip was jammed inside the jaw. The pusher bar was observed to be buckled. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument was fired. If a heavy load was applied to the side of the jaw, which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all med tronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier was applied during ligation of the vessels and the clips closed in a crossed manner. The issue was resolved by opening a new instrument. No patient complications have been reported as a result of this event.